Event description:
The customer reported elevated hemoglobin (hgb), mean cell hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results, for four patients involving coulter lh 750 hematology analyzer. The customer stated the elevated results were released out of the laboratory. Amended reports were produced and issued. There has been no report of patient injury or change in patient treatment associated with this incident. The customer retested all patient results from (B)(6) 2012. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012. The fse note hemoglobin and white blood cell shifted high. The fse discovered lyse choke leaking from connection at fitting #82. The fse replaced the lyse choke and verified system operation. The unit conformed to the manufacturer's published performance specifications.